Manufacturer narrative:
Review of the logfiles for the day of treatment shows that the three system test for vacuum, energy and ablation were executed by the user without any problems. Multiple treatments were performed successfully on that day. No abnormalities found that could have contributed to reported event. The reported treatment could be identified in the logfile. The logfile review shows the vacuum was stable during the treatment day. The user performed two treatments on the right eye of the patient. During first treatment the user released foot pedal two times during bed cut without reason, however, the treatment was completed to 100%. After this, the user performed a second treatment on the same eye. The second treatment was also completed successfully. The logfile review shows the user performed the surgeries with recommend energy setting. No deviation between planned and performed energy is detectable. No technical problem with the system can be identified by reviewing the logfiles. The treatment reports shows the desired flap thickness for the eyes were all thinner than the recommended. However, fluid and corneal lacrimation might have built a fluid layer reducing the flap thickness. In addition, the treatment reports show a decentered applanation and excessive amount of liquid between the cornea and the pi . Also, the canal seems too short. Based on current information the most likely root cause is a thinner flap and shorter canal setting in combination with poor docking or a patient's eye movement during surgery. A technical root cause could be excluded. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A physician reported during flap creation on the right eye, the suction seemed to fade. The surgeon kept her foot on the pedal and stated the side cut appeared to be created outside the meniscus. There was no perceived side cut in the inferior temporal quadrant of the flap. A new flap was cut at the same thickness but the diameter was decreased. The flap was able to be fully lifted with a slight defect inferiorly. The flap had an oval shape. The treatment was completed.